Event description:
It was reported that during a pulsed field ablation pulmonary vein isolation procedure to treat an atrial fibrillation with a farawave catheter, it was noted that there was an issue with a stuck guidewire. The guidewire could not be removed. The user also reported difficulty flushing the drip lumen of the catheter. The catheter was replaced to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire and difficult to irrigate. The farawave catheter passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon receipt of the returned device and visual inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Functional testing was performed, and deployment to both basket and flower configurations operated as intended, with no unusual resistance observed. Flushing through the irrigation port was evaluated; no obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported failure. Labeling review: based on the information provided. There is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck and difficult to irrigate are a known inherent event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported stuck guidewire and difficult to irrigate. The farawave catheter passed all testing performed, and no abnormalities or evidence of the reported failures were identified during analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. B3: date of event- estimated as the date of event is unknown. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
B3: date of event- estimated as the date of event is unknown. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation pulmonary vein isolation procedure to treat an atrial fibrillation with a farawave catheter, it was noted that there was an issue with a stuck guidewire. The guidewire could not be removed. The user also reported difficulty flushing the drip lumen of the catheter. The catheter was replaced to successfully complete the procedure. No patient complications were reported.